Event description:
Ventilator with audible sound from exhalation valve during inhalation (normally only occurs during exhalation). Patient with tachycardia, hypotension, tachypnea, agitation. Ventilator switched out with another ventilator and vital signs improved.